Manufacturer narrative:
Follow-up # 1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following results:a review of the black box showed that the last basal delivery was on 03/22/2014 and the last bolus was on 03/21/2014. The total daily doses added up to correctly reflect the user¿s programmed basal rates. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the pump was not delivering basals. The patient reportedly had a blood glucose value of 243 mg/dl with no symptoms; which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.